Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
The patient presented to cath lab with chest pain and catheterization through right radial. It was reported that during intra-aortic balloon (iab) therapy two iab catheters failed to inflate. Iab was inserted and did not initially inflate and a check iab catheter alarm was generated. Console was changed, however that did not fix problem. Iab catheter was replaced with another catheter. The same alarm happened with new iab catheter. Iab catheter removed and patient sent to surgery due to left main disease and not due to balloon placement. Iab placed through sheath, removed without removal of sheath, new iab placed through same sheath and removed. There was no reported injury to the patient. This submission is for the 2nd iab used.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior. The one way valve was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Two kinks were found on the catheter tubing approximately 77.5cm and 78.0cm from the iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation could not confirm the reported difficult/unable to inflate & alarm, check iab catheter problem. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
The patient presented to cath lab with chest pain and catheterization through right radial. It was reported that during intra-aortic balloon (iab) therapy two iab catheters failed to inflate. Iab was inserted and did not initially inflate and a check iab catheter alarm was generated. Console was changed, however that did not fix problem. Iab catheter was replaced with another catheter. The same alarm happened with new iab catheter. Iab catheter removed and patient sent to surgery due to left main disease and not due to balloon placement. Iab placed through sheath, removed without removal of sheath, new iab placed through same sheath and removed. The patient was in cardiac cath with severe cad (coronary artery disease) - attempted to place iab and unable to inflate 2 balloons. There was no reported injury to the patient. This submission is for the 2nd iab used.